Event description:
It was reported that the pump became hot to the touch and temperature alarms were recorded. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.